Event description:
It was reported that patient underwent surgery on (B)(6) 2020 wherein their leads were explanted. Patient is stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23258. It was reported that patient's lead had migrated. Patient may have surgery to have entire system explanted. Patient is stable.